Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and fracture. Additional reasons for the reported revision may be femoral loosening; however, the reported femoral loosening could not be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. D10: (B)(6) 200-04-21 cemented finned tib. Tra sz 2f/1t. (B)(6) 200-02-32 three peg patella 32mm.

Event description:
As reported, approximately 16 years and 1 month post the initial right total knee arthroplasty, the surgeon did a full revision on the patient. The patient was suffering with effusion and she limped. There was femoral loosening. Unusual and important pe wear. No further information provided.